Event description:
The pt's husband alleged that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime warnings and one "no cartridge detected" warning. An "ezprime" operation was performed and the pump dispensed insulin from the cartridge during the load step and emitted a "no cartridge detected" warning.